Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac and superficial femoral arteries. A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. Subsequently, another 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced but also ruptured on the first inflation at around 12 atmospheres for 15 seconds. Both devices were removed over the wire and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. Sterling balloon catheter was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred.the 70% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac and superficial femoral arteries. A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. Subsequently, another 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced but also ruptured on the first inflation at around 12 atmospheres for 15 seconds. Both devices were removed over the wire and the procedure was completed with a different device. There were no patient complications reported.